Event description:
The patient received two leads (from the same lot) as part of her scs system. It was reported, the patient is experiencing unintended stimulation in the ribs. X-rays showed no lead anomalies. The physician plans to perform a lead revision procedure to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.